Event description:
The physician was using an assurant cobalt peripheral stent for treatment of the common external iliac. The lesion was highly calcified. The physician was able to reach the lesion. The balloon was inflated to 6atms and then the physician noted a loss of pressure. The balloon was removed from the patient without issue and another balloon was used to post-dilate the stent. There were no difficulties noted during removal. The patient is fine post procedure and no clinical sequelae were reported. Evaluation summary: the distal tip was damaged. There was blood presence in the inflation lumen and balloon. There was a short longitudinal tear located on the mid-section of the balloon.

Manufacturer narrative:
(B)(4). Evalution results: patients condition affected effectiveness of device (highly calcified lesion). Conclusion results: device failure/lack of effectiveness related to patient condition (highly calcified lesion).